Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of the s1 lead. Attempts to reprogram were unsuccessful and surgical intervention may take place to address the issue. The investigation was unable to determine the lead that migrated.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6554222. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.